Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's drg l1 and s3 leads migrated and fractured. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issues. Therapy was restored post-op.